Event description:
It was reported during a hemorrhoidopexy procedure that the device did not staple completely, but cut. Sutured by hand. No further info is available. There was no adverse pt consequence.